Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, it was reported that the patient used a tandem insulin pump. At some point the cgm value was 19.9 mmol/l but the bg finger stick value was 28.8 mmol/l. The patient had unspecified hyperglycemia symptoms. The patient was transported to the hospital via ambulance and received IV insulin and potassium. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.